Event description:
Leak of blood from thermistor port reported. A pt had been on a balloon pump and was having an unspecified surgery. The anesthesiologist inserted the catheter and noted a drop of blood at the thermistor connection, but thought it had been splashed there and wiped it away. When the clinician attempted to obtain a temp via the catheter, none registered. It was then noticed that there was blood dripping from the thermistor connection with blood loss of approximately <10cc. The catheter was removed and replaced without problem. No signs and symptoms of infection were reported, and no prolonged hosp stay required; no pt harm reported. No further info was available.